Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
The pt reported experiencing vertigo with no improvement to her hearing when the cochlear implant system was activated. Per the doctors report, a CT scan done in 2007 showed the electrode array was not successfully inserted in the cochlea during the initial surgery done in 2002. The pt's device was explanted in 2007, and a new device was reimplanted during the same surgery.